Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue and gripper line break. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted. The second clip delivery system (cds 71108u131) was advanced to the left atrium (la). The clip was unlocked, opened, and locked. The gripper lever was retracted to the blue line, but only one of the grippers raised up. The cds was removed from the anatomy, and it was observed that the gripper line was broken at the distal end, near the grippers. The cds was no longer used and replaced. A new cds was used without issue. Two clips were implanted, reducing mr to <1. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported gripper actuation issue and broken gripper line were confirmed. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported gripper actuation issue appears to be related to the reported gripper line break during actuation; however, a definitive cause for the gripper line break could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.